Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose for two days. The customer stated that prior to the high blood glucose they had the flu. The customer's blood glucose was 201 mg/dl. Troubleshooting was done. The customer expressed thirst as a symptom of their high blood glucose. The customer treated themself with a manual injection. The customer stated that they received no delivery alarms previously. Assisted customer with performing the high pressure test, and the test failed twice. The customer received a no delivery alarm during troubleshooting. Advised the insulin pump needed to be replaced. Advised the customer to revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.